Event description:
It is reported that the pt was revised due to aseptic loosening.

Manufacturer narrative:
Eval summary: no x-rays, photographs or explants were provided for analysis. Additionally, there is very limited info regarding the pt demographics, including lifestyle. Aseptic loosening may be attributed, but not limited, to exposure to extreme forces, inadequate cementing technique, breakdown of the implant/cement interface, inadequate bone quality, or adverse pt reaction. Without further info, a definitive cause cannot be determined at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Medical product: nexgen articular surface, catalog #: 00596403210 lot #: 60932284. Nexgen all polyethylene patella, catalog #: 00597206535 lot #: 60962330. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned and evaluation of the returned components identified some nicks and scuff marks on the femoral and tibial components. Measured dimensions on the femoral and tibial components were conforming to print specifications. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations/ anomalies identified. Per the nexgen cr-flex and lps-flex gender knee package insert, loosening is a known potential adverse effect of this procedure. The updated information does not change the previous investigation conclusions. A specific root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was revised due to aseptic loosening. There is no additional information at this time.